Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient's temperature was not reading accurately on the arctic sun device. The nurse switched out the device, cable and probes, but was having the same issues. The patient's temperature was reading in the 35c range, and the monitor was read 37.3c. The target temperature was 37c. The nurse stated she would discuss the temperature inconsistencies with the medical doctor. Additional information was received on 17jul2019. I spoke with the nurse who stated that the issue was with two defective temperature cables. It was found that there was no issue with the devices. The patient was able to complete therapy after switching to a third temperature cable on the second device.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause is a defective temperature cable. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings and cautions warnings ¿ do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. ¿ the arctic sun® temperature management system is not intended for use in the operating room environment."

Event description:
It was reported that the patient's temperature was not reading accurately on the arctic sun device. The nurse switched out the device, cable and probes, but was having the same issues. The patient's temperature was reading in the 35c range, and the monitor was read 37.3c. The target temperature was 37c. The nurse stated she would discuss the temperature inconsistencies with the medical doctor. Additional information was received on 17jul2019. I spoke with the nurse who stated that the issue was with two defective temperature cables. It was found that there was no issue with the devices. The patient was able to complete therapy after switching to a third temperature cable on the second device.